Event description:
On (B)(6) 2009, it was initially reported that a pump memory alarm occurred. When a manufacturer representative tried reading the pump, a "telemetry cancelled" message followed by a "pump memory error, calibration constant corrupted" message occurred. On (B)(6) 2009, it was further reported that a "pump memory error" occurred upon interrogation out of the box. There was an option to cancel telemetry, and it then showed "calibration constant corrupted." This had occurred in the operating room last night. The pump was not implanted in the patient, as an alternate was used. The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4). Analysis of the pump (model: 8637, (B)(4)) revealed a hybrid anomaly. The pump was received in an unopened box. A corrupted calibration constant, and pump memory error was indicated. The mmc analysis did not show any anomalies. Many tests were conducted which involved resetting the critical data and the calibration constant corrupted at a specific voltage of 3.142. Battery voltage initially was 3.06 volts. Testing at these voltages revealed no corruption had occurred. Mmc testing, conducted twice, did not show any anomalies. M1 and m2 motor resistance to case testing determined the following results: "open." Motor coil resistance was 492 ohms. The motor coil passed testing. The pump passed patency testing. The pump also passed a visual inspection. The reservoir was found to contain 15.0 mls of pf normal saline.